Manufacturer narrative:
Twenty reference samples were checked and there were no cracks or leakage. The defective sample was received and investigated; it has a visible crack, what caused the leakage.

Manufacturer narrative:
This is a resubmission of the follow-up no 1 MDR, in which MFR report # was incorrectly stated as cfn-based rather than fei-based (3002807-2016-00007 rather than 3002807968-2016-00007). No fields, in addition to MFR report #, have been changed since the original submission.

Manufacturer narrative:
This is a resubmission of the initial MDR, in which MFR report # was incorrectly stated as cfn-based rather than fei-based (3002807-2016-00007 rather than 3002807968-2016-00007). No fields, in addition to MFR report #, have been changed since the original submission.

Event description:
The customer reported that blood leaked through the vented tip cap (vtc). The leakage was small (less than 10 ml). The doctor came into contact with blood.

Manufacturer narrative:
Correction: model #/lot # is corrected. Added information: date of event, (model). Narrative: the manufacturing process was investigated. It was concluded that the root cause of this malfunction is no upper limit for flow test 1 creates possibilities for machine acceptance of wrong filter position, and not sufficient maintenance procedure of vtc machines.